Event description:
Heal-laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Complete laa seal was noted. The patient was discharged on apixaban. 153 days post index procedure, the patient presented to the emergency department with complaints of dizziness and diplopia. At the time of the event, the patient was on aspirin. The patient was admitted to the hospital and diagnostic imaging and lab tests were performed. Based on assessment, the patient was diagnosed with left thalamic lacunar ischemic stroke, and mechanism of stroke was small vessel disease, the patient was treated with tenecteplase (tnk). Nihss performed two days after presenting to the hospital was 1, and the patient was discharged home.

Manufacturer narrative:
B5: information added. H6 patient code added: high blood pressure / hypertension.

Event description:
Heal-laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Complete laa seal was noted. The patient was discharged on apixaban. 153 days post index procedure, the patient presented to the emergency department with complaints of dizziness and diplopia. At the time of the event, the patient was on aspirin. The patient was admitted to the hospital and diagnostic imaging and lab tests were performed. Based on assessment, the patient was diagnosed with left thalamic lacunar ischemic stroke, and mechanism of stroke was small vessel disease, the patient was treated with tenecteplase (tnk). (B)(6) performed two days after presenting to the hospital was 1, and the patient was discharged home. It was further reported the patient presented also with a blood pressure of 204/80, heart rate of 58rpm and normal sinus rhythm. A computed tomography angiogram of the head and neck revealed short-segment stenosis of the left vertebral artery and no large vessel occlusion, asymmetric hypoattenuation in the left brachium pontis and left cerebellar hemisphere. The patients' blood pressure two days after presenting to the hospital was noted to be 129/60 without intervention.